Manufacturer narrative:
(B)(4). Products with multiple lot numbers were used in the event. It is unknown which product caused the event. 2990722 (quantity-1), lot number- h13a6183 2990722 (quantity-1), lot number- h13a5318. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent plif surgery at l5-s1. Postoperative infection was observed on unknown date. Revision surgery was scheduled to remove cage. According to the agent, infection was observed around the cage, but not around the screw. The screw and implant were all removed.